Event description:
A customer reported experiencing a past low blood glucose event with the lowest level reaching 51 mg/dl. There was an impact on the customer¿s blood glucose level during this event. To address the issue, the customer consumed carbohydrates, and technical support recommended consulting a healthcare provider to discuss factors affecting their blood glucose levels, which the customer acknowledged and understood.